Event description:
On (B)(6) 2015, a revision surgery was conducted for the patient with opll because implants were found broken after t10-12 instrumentation with viper on (B)(6) 2015. At the revision, the implants were all removed and re-instrumentation was done. The set screw may have cross threaded and deformed the screw head. There is a possibility that the implants had already been broken during surgery.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.